Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent an abdominal hernia repair surgery in 2011 and mesh x 2 was implanted. It was reported that the patient experienced tugging and pulling in his abdomen which increased and became worse with more symptoms developing over time. He also developed pain and an ache in his testicle which increased significantly over time. In 2017 some of the mesh on the right side was removed by dr. (B)(6). Not all of the mesh was able to be removed because of the danger to the deep vital structure, including but not limited to, the bladder and femoral artery, reflecting the intense fibrosis of the mesh. He still has the mesh in the left side which has not yet been removed. He has symptoms of numbness due to nerve damage and pain in other areas, such as his testes, and he will have the mesh removed also. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent an abdominal hernia repair surgery on (B)(6) 2011 and mesh 2x were implanted.

Manufacturer narrative:
Date sent to the FDA: 8/28/2019 . Additional narrative: it was reported that the patient underwent revision surgery, recurrent left inguinal hernia repair surgery, partial removal of mesh and nerve decompression on (B)(6) 2018 during which the ¿inguinal nerve was found under the mesh in the interparietal space and was virtually plastered into the under surface of the mesh near the internal ring. Therefore it was excised, dissected back to its egress from the internal ring, divided and stump reduced into the internal ring. Proximal segment was excised with the mesh. It was reported that the patient experienced sexual dysfunction. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.